Event description:
Zimmer dorknock suction machine leaking from bottom when attached to washing station.

Event description:
Zimmer dorknock suction machine leaking from bottom when attached to washing station.